Event description:
When pulling the needle out, it became separated from the stylet. No harm to the patient.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.